Event description:
Healthcare professional(hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss=200cc. The dialyzer was reused 28 times prior to the reported event. Hcp reports a blood culture was drawn on the pt at the time of the event. Results revealed staphylococcus epidermidis. One gram of vanomycin was administered following 2 consecutive dialysis sessions. No repeat culture was obtained. The pt was asymptomatic throughout.